Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a single-use resection loop exploded during the procedure, causing the projection of metallic debris into the patient's uterine cavity. The following actions were taken to prevent damage or injury to the patient: - replacement of the loop, - irrigation with nacl to remove metallic deposits, - pelvic ultraound was performed.